Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime during prime test due to faulty force sensor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received missing end cap sticker and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed motor error. The customer woke up sick and with ketones, blood glucose was 30mmol/l. Customer's mother performed displacement test and passed. The customer treated with pump by tricking it with override. They also treated with manual injection and tablet. They got it to come down to 3.2mmol/l.